Event description:
I am requesting a review of my treatment due to the fact that byte has failed to send the continuation treatment and has sent me retainers. I am completely dissatisfied with my treatment and care. I am unable to wear the retainers sent to me. The top is as if it was made for someone else and I haven't completed the bottom arch treatment, so the retainer cannot possibly fit. It has been a few months now and I believe I am not able to even restart or continue moving my teeth as this can be dangerous to my oral health. I am in danger of having my teeth begin to move from the new position as the upper retainer I am wearing now is cracked and I am still wearing the last aligner I received for my bottom arch. Byte is refusing to assist me unless I sign a new agreement with them and pay for another dental visit from my doctor. They are in breach of my original contract, they have a total disregard for the health and safety of my teeth and oral health by stopping my care before completion. This is unacceptable.